Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and fa confirmed and replicated the customer-reported complaint. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe). The following additional information was provided: the endoscope is likely experiencing a seized or damaged aea bearing, resulting in the reported motion issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the 30 degree endoscope plus image was turned upside down, and the endoscope did not rotate. The image on the vision side cart (vsc) was inverted. The endoscope rotation was heavy and caused abnormal noise when it was turned manually. The customer confirmed that the plastic gear of the endoscope was chipped. No fragment fell inside the patient. The procedure was completed with no reported injury.